Event description:
Device 1 of 2: MFR reference report: 1627487-2019-03762.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2: MFR reference report: 1627487-2019-03762. It was reported that the patient had high impedances on the 2311 adapters. As a result, the adapters were explanted on (B)(6) 2019. The patient has effective therapy post operatively. Issue resolved.